Event description:
During an atrial fibrillation procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by a transesophageal echocardiogram (tee). There was no treatment administered to the patient and reported to be in stable condition. On (B)(4), received additional information requested from bwi representative stating that the pericardial effusion was noted at the end of the case. The physician¿s opinion regarding the causality of this adverse event is possible procedure related.

Manufacturer narrative:
Investigation is still in progress. As per the additional information received from our bwi representative, it was reported that a st. Jude medical product was involved in this adverse event and have notified them via mail correspondence. (B)(4).

Manufacturer narrative:
Please refer to (evaluation summary) for analysis results. (B)(4). During an atrial fibrillation procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by a transesophageal echocardiogram (tee). There was no treatment administered to the patient and reported to be in stable condition. Upon receipt, the catheter was visually inspected and found in good physical condition. Catheter was tested and passed electrical, temperature, generator, irrigation, deflection, eeprom data, carto, 4 khz and calibration check tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.